Manufacturer narrative:
Additional information was received that during the hospitalization for pneumonia treatment, then the renal malfunction became worse. Dialysis was done temporally, but it did not improve the renal situation. The patient expired a few weeks later because the renal malfunction became worse. Therefore, there is no relation to the device and the event no longer meets the requirement for regulatory reporting. No additional information is available and no further reports will be forthcoming. Please note that this report is associated to manufacturing report 9616099-2017-01590, as both devices were used in the same patient.

Manufacturer narrative:
(B)(4). The device remains implanted and is thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. The report is associated to the one submitted for an unknown smart control stent but the manufacturing report number is not available at the time the report is submitted.

Event description:
The report received from the (B)(6) study, a 6x10 smart control stent was and an unknown smart control stent was deployed in the proximal portion of the right femoral artery. Approximately 3 ½ years later, the patient developed pneumonia and respiratory failure. He was hospitalized for possible mycotic aspiration pneumonia. Antimicrobial medicine was continuously administrated, but the malfunction of kidney was confirmed. On an unknown date, the patient also developed pneumonia and respiratory failure. He was hospitalized for possible mycotic aspiration pneumonia. Antimicrobial medicine was continuously administrated, but the malfunction of kidney was confirmed. Approximately 2 months after the pneumonia event, the patient expired. During the initial procedure, the patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown.